Manufacturer narrative:
The device was requested and has been returned to the manufacturer. Confirmation investigation shows the meter to be operating within specification. The test strip lot DHR was referenced and the lot cleared qc for release. This is the first accuracy complaint for this lot (pm09wd68l, exp 01/31/2019). The owner's guide has been reviewed. There is no evidence the incident was caused by improper labeling. Based on the information provided, the root cause of the high value cannot be determined. Environmental factors, medical conditions, and testing practices could have contributed. Insulin, diet, exercise, and health could have contributed to the reported hypoglycemia. No corrective action will be performed as system failure could not be confirmed. This complaint and its results will continue to be trended.

Event description:
Customer called in because he feels his cvs advanced meter is inaccurately measuring his blood-glucose too high. He received an evening reading with the cvs advanced meter a couple of hours after eating a meal of 285 mg/dl. He administered short acting insulin (brand unknown). His wife later noted he was 'acting strange' and 'was out of it'. She game him some juice and called 911. The paramedics received a reading of 119 mg/dl on their device and 496 mg/dl on the cvs advanced.